Event description:
Related mdrs 2135392-2003-00057 and 2135392-2004-00020. The pt had three grafts anastomosed with aortic connectors during an off-pump quadruple CABG procedure. Angiography revealed the vein graft to the right coronary artery (rca) was occluded, the vein graft to the diagonal was 40% stenosed, and the vein graft to the obtuse marginal (om) was 99% stenosed (0.5 cm long). Percutaneous transluminal coronary angioplasty was performed on all three grafts and the vein grafts to the rca and om were both stented. It was reported the pt was taking aspirin and no additional info was received. The results of this investigation are inconclusive since the devices were not returned for analysis and no additional info was received. However, there was no evidence to suggest the stenosis and occlusion events were due to an intrinsic defect in the devices. Stenosis and occlusion are known side effects and complications of coronary artery bypass procedures.